Event description:
The customer reported to olympus, the video telescope "endoeye hd ii", loses image. It is not clear where the loose contact is. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation found the fibre bonding in the outer tube area (distal end) is damaged, and a green image due to a broken charged coupled device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the image is lost (green image) due to one or more of the following: unacceptable tension in the area of the charged coupled device w. Holder (ccdw holder) assembly due to use of an adhesive which is not adapted to the load / temperature collective and to an insufficiently formed adhesive layer c-holder to bumper sleeve unacceptable tension in the area of the ccd w. Holder assembly due to asymmetrical alignment of the spring to c-holder before the bumper sleeve is joined pre-existing damage to the ccd w. Holder assembly due to using a suboptimal adhesive device however, the definitive root cause was unable to be determined. Based on the results of the investigation, it is likely that the outer tube was damaged due to improper handling by the user. Olympus will continue to monitor field performance for this device.